Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of breakage. The distal tip of the stylet has broken off. As reported the patient¿s bone quality was hard, the surgeon hammered the proximal top of the stylet when the device broke. The condition of the device is consistent with excessive force being applied during use. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a bankhart repair procedure, approximately 2mm of the distal tip of the device broke and was retained in the patient. The eyelet could be made with this device, so no backup device was needed. No patient injury or further complications were reported.